Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that patient experienced bleeding bruising after insertion at the insertion site on (B)(6) 2014, at which time the father stopped the bleeding with pressure and a band-aid. At the time of the incident, patient's father reported that he had contacted patient's doctor; patient's doctor indicated that patient's father should contact dexcom. At the time of the call to dexcom technical support, no further medical intervention was reported, and the patient's father reported patient was in okay condition.